Event description:
Clinic notes received reported that the patient was scheduled for replacement and the patient had a bad seizure. The explanted device has not been received for analysis to date. No additional relevant information has been received to date.